Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The sample was not available for evaluation. The complaint was confirmed for a potential hematoma. The exact root cause cannot be determined. The device history record (DHR) was unable to be reviewed since a valid lot number was not identified. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).

Manufacturer narrative:
D6b: explanted date: device was not explanted. H4: device manufacture date: unknown due to unknown lot number. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the md had "a handful" of late onset hematomas after using 8 french angio-seal vip. He claimed that each deployment was immediately hemostatic, however, several hours later or the following day a hematoma would form. Some of these patients report feeling a "pop" in their groin area. He denied using any new sheaths and obtained access with micro puncture under us guidance. Ultrasound (us) and angiogram of groin unremarkable. The procedure performed was neuro intervention. Additional information was received on 12mar2025: it was believed that the small handful of hematomas had been 7 or even 8 over a non-specified period of time. It does not happen every time; however, enough to take notice. He did not report anything special with this handful of patients; however, one patient was on anti-platelet treatment. Deployment went well for all the patients and was immediately hemostatic. The hematomas formed hours to the following day with some patients feeling a "pop" in their groin. All hematomas were managed with manual pressure and did not require any further intervention.